Event description:
E-complaint-(B)(4). Patient 1= actim prom collected on (B)(6) 2020 at 2125 positive result reported at 2206. Dr. Performed artificial rupture of membranes due to intact amniotic sac with meconium present, that wasn't present prior to artificial 1216677-2020-00300 actimprom poc test 10 box 30831etus e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-no sample returned . *analysis and findings distribution history the complaint product was purchased from actim oy. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review iqc record-(B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause : root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action : coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
(B)(4). Patient 1= actim prom collected on (B)(6) 2020 at 2125 positive result reported at 2206. Dr. Performed artificial rupture of membranes due to intact amniotic sac with meconium present, that wasn't present prior to artificial. Actimprom poc test 10 box 30831etus.